Event description:
It was reported that customer did not see drops of insulin at end of tubing during the fill tubing step of the load sequence on two occasions earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge and resumed insulin therapy.